Manufacturer narrative:
Investigation summary: evaluation statement. It was reported the tubing separates directly below the safety clamp inserted into the alaris pump. Received from the customer was one used set model 2426-0500 lot 20063288 (with its packaging pouch). The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The primary set¿s tubing p/n tc10013433 was separated from the lower fitment p/n tc10006063 outlet port (cavity). Visual inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during the manufacturing process. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. It was also observed that the lower fitment safety clamp was separated into its two individual component pieces. A dimensional analysis was performed on the separated tubing (p/n tc10013433). Small portions of the tubing were cut into three sections and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Further testing could not be performed due to the separation and obvious leaking that would occur due to the separation. Equipment used (measurement and testing performed on (B)(6) 2020) ram optical instrumentation/eq08204/calibration due date (B)(6) 2021 device history record for model 2426-0500 lot 20063288 shows that the set was manufactured on 11 june 2020 with a total of 34,563 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Root cause analysis: the customer¿s report that the tubing separated directly below the safety clamp was confirmed upon visual inspection. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. The root cause of the safety clamp separation was due to the tubing no longer being attached to the lower fitment. Once tubing has separated from the lower fitment, safety clamp separation can occur. Investigation conclusion: the customer¿s report that the tubing separated directly below the safety clamp was confirmed upon visual inspection. The primary set¿s tubing p/n tc10013433 was separated from the lower fitment p/n tc10006063 outlet port. No functional testing of the returned set was deemed unnecessary due to a separation. A dimensional analysis was performed and the tubing was measured and found to be within specification. Visual inspection observed the lower fitment safety clamp was separated into its two individual component pieces. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA (B)(4)). Although the corrective actions were implemented prior to the manufacturing of this lot 20063288, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20063288. It was reported the tubing separates directly below the safety clamp inserted into the alaris pump.